Event description:
It was reported that during an attempted firmware update the app was restarted, which disconnected the paired dexcom g7 continuous glucose monitor (cgm) sensor from the ilet and resulted in signal loss to the ilet; pairing was delayed and the user was guided to toggle sensor settings and re-enter the sensor code in the ilet, after which the sensor was expected to reconnect, with blood glucose remaining unaffected, consistent with an intermittent communication failure involving the antenna/electrical communication pathway. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the cgm system consistent with intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component-related failure in the communication pathway resolved with standard troubleshooting.